Event description:
Patient g.d. Underwent cataract surgery in 2000, and implantation of a staar toric model aa-4203tl intraocular lens in the right eye. Six-days postop the lens was found to have turned and rotated 180 degrees so the surgeon repositioned the lens. Two-weeks post-repositioning the pt returned and the lens was removed and replaced with a non-toric lens. Preop bcva was 20/40. Four-week post-iol exchange va was 20/50 pinhole and intraocular pressure was 19mm. The patient's prognosis is excellent.